Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source intermittently failed to recognize the endoscopes. The issue occurred during a diagnostic gastroscopy procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. As per confirmation from the field service engineer, the inner socket pins rusted and scaled from occasional water ingress, and therefore was replaced. It was also detected that some endoscopes were flooded. It was found that there is a problem with the tube of the leakage test of the washer machine (non-olympus device). For this reason, water was coming inside the endoscopes and the error b30 (scope communication error) appeared. Based on the results of the investigation, it is likely the intermittent defective recognition of the endoscopes occurred due to failure of the connector of the light source. However, there was no root cause identified that led to the malfunction. Olympus will continue to monitor field performance for this device.